Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-may-2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs within 2 days of use high blood glucose level was 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.